Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient had multiple low flow alarms on (B)(6) 2024. On (B)(6) 2024, the patient presented with low flow alarms in the setting of lower mean arterial pressures and was having pain at the left sided anterior-mid axillary region around the area of the ventricular assist device (vad) implant. The patient began having more frequent low flow alarms and decreasing hemoglobin on (B)(6) 2024. It was reported that the patient was found to have a possible hemothroax. The patient had low flow alarms again on (B)(6) 2024. It was communicated that the patient has hypertension and a small left ventricle. The controller event log files collectively contained events from (B)(6) 2024 and captured transient low flow alarms. The low flow alarms were associated with elevated pulsatility index (pi) values. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including bleeding and hypertension, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple low flows. Log files were submitted for review and captured low flow events on (B)(6) 2024 that occurred at times when pulsatility index (pi) was elevated. It was additionally reported that the patient had the low flows in the setting of lower mean arterial pressures (maps) and pain at left sided anterior-mid axillary region around area of ventricular assist device (vad) implant and found to have possible hemothorax. The patient began having more frequent low flow alarms and decreasing hemoglobin on the morning of (B)(6) 2024. Additional log files were submitted for review on (B)(6) 2024 due to the patient having low flows, hypotension and a small left ventricle. Log files captured low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated.